Manufacturer narrative:
Unique identifier = (B)(4). There are no additional device identification numbers. Ge healthcare¿s investigation has been completed. The mr scanner and surface coil were operating within specifications and all patient and system safety related subsystems were determined to be operating normally when checked by the ge healthcare field engineer. The root cause of the injury was determined to be inadequate patient padding for the MRI procedure. The operator documentation describes the appropriate safety measures for padding patients for mr exams. The mr operator has the final responsibility for the use and placement of non-conductive mr compatible padding, and preparation of the patient, prior to starting the mr exam process.

Event description:
It was reported that a patient sustained a two inch partial thickness burn to the posterior right shoulder during an mr examination of the left shoulder. Padding was placed at the patient's sides, but the customer stated that the pads fell down on the patient because the patient wasn't up against them. The patient was not padded to prevent body loops. The patient was initially treated with (B)(6) cream but is waiting for an appointment with a wound care specialist and will undergo a debridement according to the patient's wife who is a nurse.